Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6)2008. Legal counsel reported patient underwent a revision procedure on (B)(6) 2010 due to patient allegations of pain, lack of mobility, and loss of range of motion. Legal counsel further alleges surgeon noted grayish synovitis, debris, and a loose acetabular cup during the procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records noted patient underwent a left hip revision procedure on (B)(6) 2008 of competitor product where biomet m2a components were implanted. Operative report noted patient underwent a further revision procedure on (B)(6) 2010 due to pain and a loose acetabular cup. During the procedure, synovitis and debris were noted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-04622 / 04623 /07775).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2008. Legal counsel reported patient underwent a revision procedure on (B)(6) 2010 due to patient allegations of pain, lack of mobility, and loss of range of motion. Legal counsel further alleges surgeon noted grayish synovitis, debris, and a loose acetabular cup during the procedure. Additional information received in patient's medical records noted patient underwent a left hip revision procedure on (B)(6) 2008 of competitor product where biomet m2a components were implanted. Operative report noted patient underwent a further revision procedure on (B)(6) 2010 due to pain and a loose acetabular cup. During the procedure, synovitis and debris were noted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from sales representative noted patient underwent a left hip revision procedure on (B)(6) 2010 due to unknown reasons. During the revision procedure, the biomet head and competitor's cup were removed and replaced with a biomet head and competitor's cup.